Event description:
It was reported that this pacemaker reverted to safety mode. This was discovered in clinic by the health care professional (hcp). Technical services (ts) reviewed latitude data and found this pacemaker was unable to be interrogated by the patient's home monitor. The hcp questioned why the alert for safety mode was not seen in latitude previously. Ts suspected that the patient's monitor was disconnected or not near the patient, preventing the alert. Ts recommended immediate device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.